Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a sling placement procedure on (B)(6), 2005. According to the complainant, the patient experienced pain and retention immediately post procedure. The patient experienced lower back pain, lower abdominal pain, unspecified bowel problems, unusual periods or spotting, dyspareunia and recurring urinary tract infections post procedure (date of onset for each unknown). In 2006, the patient was prescribed low dose antibiotics for 3 to 4 months and had a stent placed. It was reported that the sling was placed too tightly and that the patient was self-catheterized for 3 to 4 months after the initial procedure. At this time (3-4 months later, exact date unknown), a portion of the sling was removed by a different physician. The physician noted that the sling could not be fully removed. The patient currently continues to experience pain, retention, and spotting. It was reported that the spotting lasts from 14 to 25 days. The patient also had inexplicable weight loss of 25-30 pounds.

Event description:
It was reported to boston scientific corporation that the patient has not been seen by the implanting physician since 2006 and that no additional information is available.